Manufacturer narrative:
Per follow up, the customer did not reprocess the device before returning to olympus. Per legal manufacturer there is no potential for this issue to cause or contribute to serious injury or death if the malfunction were to reoccur.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found water/air leak from forceps/suction channel. There were scratches on image guide snaking tube, universal cord actuator side, objective lens, acoustic lens and on the switch rubber. The objective lens was chipped and the air water cylinder was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited: residual fluid or foreign body through forceps opening and foreign object adhered to the tip groove/gap. There were no reports of patient involvement.